Event description:
It was reported that a bone fracture was noticed approximately 5 days after implanting a cemented stem with liner as a spacer. The patient was taken to the or and was revised. These devises were not returned. These devices were used for treatment, not diagnosis.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to bone fracture.